Event description:
It was reported that before use of the bd precisionglide¿ needle 27ga 1-1/2in that a white substance was found on the needle hub.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for the lot# 7289732 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #7289732 during this production run. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5083620. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle 27ga 1-1/2in that a white substance was found on the needle hub.